Event description:
The reporter indicated that at 8 weeks post-implant, a decrement of pulse width on each successive beat was observed on the electrocardiogram strip.the device is not capturing at 5.0 volts less than 0.40 msec during the auto-threshold test. Although manual threshold tests showed device threshold was 1.0 v at 0.45 msec. The software version is 3.30.01.